Manufacturer narrative:
(B)(4). The pump was received with a broken belt clip rails. The test p-cap locks properly into the reservoir compartment; however, a partially broken retainer was noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. During visual inspection, corrosion was found on the battery tube assembly noted. Also, the pump was cut open and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Cosmetic damage was confirmed at the back - belt clip rails of the pump during analysis. Retainer ring damage (a partially broken retainer) was confirmed. During visual inspection, corrosion was found on the battery tube assembly, pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.